Event description:
Initial report: "during the procedure, a 5f vista brite tip sheath was inserted in the right groin into a bypass graft, into a very scarred groin, diagnostic pictures were taken and then the sheath was removed and replaced with the 6f crossover 45cm sheath up and over to the left side. The physician went to remove the crossover sheath and as he pulled the sheath out, the hub of the sheath separated from the sheath. He continued to pull and the braiding uncoiled as he was pulling. With 15 cm still left in the pt, the sheath fractured again. At this point, a vascular surgeon was called to help. They were able to very slowly pull out the last 15 cm of sheath. In the end, they were able to hold manual pressure and the pt was not harmed."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Pull force of valve/sheath joint was above the minimum specification on retained devices from same lot. The presumptive root cause is that the sheath encountered a force that exceeded the material strength causing it to break and unravel within the pt's body. The source of the force is unk but may be possibly attributed to the amount of calcification within the pt's vessels and/or tortuous anatomy.